Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. There were no ramping numbers noted on the display. The pump was received with broken belt clip slot, cracked reservoir tube lip, and cracked reservoir tube noted.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the numbers are scrolling on their own. The customer states they are not able to deliver a bolus. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.